Event description:
It was reported that the device got contaminated. An 80% stenosed target lesion was located at the carotid bifurcation. A 190cm filterwire ez was selected for use. Prior to the procedure, the physician found the original package that was damage and the seal has been compromised. The procedure was completed with another of same device. No patient complications were noted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device got contaminated. An 80% stenosed target lesion was located at the carotid bifurcation. A 190cm filterwire ez was selected for use. Prior to the procedure, the physician found the original package that was damage and the seal has been compromised. The procedure was completed with another of same device. No patient complications were noted.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The wire returned inside the protective hoop and no issues were observed in the device. No package was returned with the device.